Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4. Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the actual product was not properly reprocessed because the reprocessing procedures at the facility were different from those in the instructions. However, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): chapter 6: compatible reprocessing methods and chemical agents chapter 7: cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the observation summary report from an endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus was informed that during an onsite visit, the user facility staff did not pre-clean the esophagogastroduodenoscopy (egd) scope until they had completed the entire procedure. This issue occurred during a therapeutic esophagogastroduodenoscopy (egd) and endoscopic ultrasound (eus), and which were completed using a similar device. There was no reported delay or extended anesthesia for the patient. There were no reports of patient harm.